Event description:
It was reported that the pt was operated in 2007 and came back to the clinic informing of pain. The original surgery was for spondolysthesis, l-5 fragment to s1. X-rays revealed that two screws 6,7 x 40 were broken. Revision surgery is anticipated.

Manufacturer narrative:
Additional info has been requested and if received will be supplied on a supplemental.